Event description:
It was reported that while using the bd synapsys¿ that there was incorrect data. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details erroneous result: wrong ID on patient report, wrong number of ids on patient report. Synapsys sends not only deleted, but also 'invented' isolates to customer lis, which have not been marked or ever identified. When looking at the messaging it is also to highlight that the request was made from the wrong workbench (requested/sent from wb 3, but in messaging it shows wb 8).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: this statement is to summarize the investigation of a complaint involving synapsys product number 444150, serial number (B)(6) . According to information provided, synapsys was sending additional and wrong isolates to lis. No other issues were reported. During investigation by bd service personnel, synapsys was performing as expected without evidence of any associated product quality issue or malfunction. The root cause was determined to relate to a misunderstanding regarding the actions that trigger the send of organism results. Based on this investigation, this case has been assessed as unconfirmed for a bd quality issue. Review found complaints of this type were under statistical control for the month of march. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using the bd synapsys¿ that there was incorrect data. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details erroneous result: wrong ID on patient report, wrong number of ids on patient report. Synapsys sends not only deleted, but also 'invented' isolates to customer lis, which have not been marked or ever identified. When looking at the messaging it is also to highlight that the request was made from the wrong workbench (requested/sent from wb 3, but in messaging it shows wb 8).